Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: by preparation for surgery, it was noticed the pouch had torn. Not used for pt. Another device was used to complete the case.